Event description:
While opening skin and removing muscle from bone in posterior fossa pt had episode of bradycardia/hypertension a few mins prior to this event then was bleeding from bone at site of emissary veins, and was initially waxed. Gelfoam paste (slurry) placed around bone gelfoam powder placed over bone. Procedure stopped. CT done, taken to or. Again opened only skin and bradycardia/hypertension recurred, procedure stopped. Echocardiogram done, later (about 1 hr after surgery) showed mass in rt heart. Pt in dic. Improved. Required open heart surgery to remove mass. Mass felt to be gelfoam/clot.